Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon baseplate was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "the x-rays reviewed demonstrate a periprosthetic tibial fracture with gross displacement of the tibial component. Periprosthetic tibial fracture is confirmed. No documentation was provided regarding the revision surgery. In the event description it is stated that the root cause of this fracture was "a fall" should further documentation become available I would be happy to further this investigation." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the tibia. A review with a clinical consultant indicated "the x-rays reviewed demonstrate a periprosthetic tibial fracture with gross displacement of the tibial component. Periprosthetic tibial fracture is confirmed. No documentation was provided regarding the revision surgery. In the event description it is stated that the root cause of this fracture was "a fall" should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient fell down and fractured her knee. Primary ltkr was done on (B)(6) 2023. Now booking for ltkr revision on (B)(6) 2024. Update: patient was revised on (B)(6) 2024.

Event description:
It was reported that patient fell down and fractured her knee. Primary ltkr was done on (B)(6) 2023. Now booking for ltkr revision on (B)(6) 2024.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.